Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿2.0 controller. D4: model #: 1420 / catalog #: 1420/ expiration date: 31-oct-2024/ serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 16-oct-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during routine ventricular assist device (vad) logfile review a motor start event with parameters outside of the typical range was revealed which occurred due to an accidental double power disconnect by the patient. Recommendations were made, and the site confirmed the cause of the event. The patient was reeducated on disconnecting one power source at a time. No patient complications have been reported as a result of this event. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation as both devices remain in use. A review of device history records was not performed as the reported event was not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up with associated pump start event logged on (B)(6) on 09/mar/2025 at 22:48:49, indicating a loss of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering this loss of power was not available for analysis. The controller was off for 14 seconds. Log file analysis also revealed a motor start event recorded on 09/mar/2025 at 22:48:57, in which the motor start parameters were atypical. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.